Event description:
As the dr was deploying a 5f mynx device (lot f1612303) into the patient's right femoral artery site, a piece of the sealant came out. It appears that the remainder of the sealant remained in the arteriotomy site and was deployed properly ¿ since light pressure was held as usual and no oozing or hematoma was noted. There were no further issues. The groin had no bleeding, swelling or hematoma. The patient was discharged home.